Event description:
Olympus was informed that reprocessing personnel were not brushing the balloon channel during manual cleaning. Reprocessing personnel reportedly did not posses any balloon channel cleaning brushes. Blood was reportedly observed discharging from two similar devices reprocessed in a similar manner. There were no reports of any patient infections associated with this matter.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation as part of this report, however, review of the instrument history revealed a recent return of the subject device for service following a report of no insufflation. The evaluation confirmed the lack of insufflation, and confirmed that the balloon channel and air/water channel were clogged. Upon clearing the clog, the air/water flow was found to be within specifications. Additionally, what appeared to be blood was found on the control body. The evaluation also found broken ultrasound elements. The cause of the reported event was determined to have been due to improper reprocessing and device maintenance. The device was refurbished. As part of the follow-up into this report, olympus was informed that reprocessing personnel were not brushing the balloon channel during manual cleaning. Reprocessing personnel reportedly did not posses any balloon channel cleaning brushes. The cause of the reported incident appears to be due to inadequate device reprocessing in accordance with the instructions for use. An olympus endoscopy support specialist (ess) was dispatched to visit the user facility, and review their reprocessing practices and to provide inservice support as necessary. The ess provided in-service training on appropriate reprocessing procedures to the hospital staff. Reference manufacturer report number 8010047-2010-00126, and 8010047-2010-00127 for related reports. This report is being submitted as a medical device report in an abundance of caution.